Event description:
Caller reported blood glucose results of 88 mg/dl on aviva system 1, 380 mg/dl on aviva system 2 within 10 minutes using same fingerstick. Customer used same strips for both meters. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).